Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered multiple therapies during a series of ventricular arrhythmia episodes, including six high-energy shocks, without successful rhythm conversion. The patient was subsequently admitted to the hospital for further management. Device data also indicated that the right ventricular (rv) pacing lead impedance was out of range, consistent with values noted at the most recent in-office interrogation. The implanting physician is reportedly considering rv lead replacement. Technical services reviewed the case with the clinician, and a transmission report was faxed for further evaluation. Additional information was received indicating that the device was explanted as part of a therapy upgrade. The non boston scientific right ventricular (rv) lead was also explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.